Event description:
On (B)(6) 2022, the subject had two zephyr valves placed in the right upper lobe. On (B)(6) 2022, an additional valve was placed in the right upper lobe. A follow-up CT showed no atelectasis in the right upper lobe and a decision was made to place two additional valves in the right middle lobe. On (B)(6) 2022, the two valves were placed in the right middle lobe. This resulted in atelectasis of the right middle lobe, but not of the right upper lobe. The subject described the onset of a right chest pain in the upper chest wall and a disabling irritating cough. On (B)(6) 2022, one valve was removed under general anesthesia. The procedure was 12 minutes and nothing unusual happened during the procedure. Upon awakening, the subject had a severe bronchospasm requiring intubation, sedation, curarization and mechanical ventilation. The subject was transferred to the ICU. She then developed a right lower lobe pneumopathy, treated with broad spectrum antibiotics. On (B)(6) 2022, the subject presented with a new pneumonia, and multi-resistant acinetobacter baumannii. The pneumonia was complicated with septic shock, treated with large doses of noradrenaline. The subject died of refractary septic shock on (B)(6) 2022. The doctor stated that the cause of death was: the subject died of refractary septic shock. The infection was acquired during the hospitalization through the mechanical ventilation. The death was not linked directly to the valves.